Manufacturer narrative:
Approximate age of device - 3 years, 5 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced recurrent audible and visual driveline fault alarms. The system controller was exchanged, however, the driveline fault alarm occurred again a few days later. There was no pump stoppage observed. Review and analysis of the submitted log file by a representative of the technical services team confirmed the driveline fault events. The data indicated that the driveline monitoring software was detecting abnormal readings from one of the wires that provides power to the pump. It also indicated that the same wire triggered the alarm on both system controllers. On (B)(6) 2016, technical service was on site and performed a driveline evaluation, confirming that the brown wire was broken. A driveline repair about 3 inches away from the exit site was performed, however, the repair was not successful. On (B)(6) 2016, the patient underwent a pump exchange.

Manufacturer narrative:
The explanted device was returned for evaluation. However, the location of the driveline wire damage previously reported could not be confirmed without evaluation of the full driveline. The lvad pump was returned with the driveline cut approximately 7¿ from the pump housing and the remainder of the driveline was not returned. Continuity testing of the driveline in its returned condition revealed all wires, including the brown wire, were electrically intact. The outer silicone/velour, clear bionate, and braided shield layers were unremarkable. Visual examination and hipot testing of the underlying wires revealed no issues. Examination of the returned pump did not reveal any deposition on the pump blood-contacting surfaces that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event.